Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 13892873.

Event description:
It was reported that patient was experiencing shocking pain and skin irritation near the ipg site. It was also reported that patients leads had migrated which was confirmed through x-ray. The patient underwent a revision procedure where in the ipg and leads were replaced and was doing well postoperatively. The explanted devices were kept by the medical facility.